Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the case was a l4-l5 tlif. Elevate cage was placed first. There were no registration issues. The surgeon did not change sides during the procedure and they were on the right side of the patient. Deviation happened at right l5. The surgeon placed 22 blade through arm guide and down to the bone. The cannula and dilator followed. The representative could see the dilator moving medial on navigation and pointed out to the surgeon. The surgeon continued. The drill guide was placed and malleted into bone. The surgeon drilled to 30mm and removed the drill guide. Hand tap did not advance easily. The surgeon re-drilled and then went back to tap. The surgeon tapped and then placed screw. Navigation showed trajectories were medial, but within the pedicle. Multiple lateral x rays were taken of knife, dilator, drill, tap and screw and they looked accurate. The screw tested around 10-11 ma emg testing. Ap x ray was taken and showed the screw was at least 4-6mm medial. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the l4-l5 perc case, a screw at l5 right was medial by 3 to 5mm. The arm was sent to l4 right and again the trajectory was medial by 3 to 4 mm. The robot was unmounted and screws free handed. There was no patient harm and the surgery was not delayed more than one hour.

Manufacturer narrative:
H3: software analysis of returned software exports determined that the complaint was not confirmed. The clinical export data file was thoroughly inspected. The log text file is a chronologic documentation of the software during operation, including system sent trajectories, registrations values, fluoro acquisition, etc. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Planning of the executed trajectories was reviewed and no major issues were found. Registration results were reproduced and the CT-fluoro match score shows acceptable values and the image match show no observable shifts. As reported, the patient had bmi over 40. High bmi patients are prone to movements while lying on the bed. It is usually recommended to connect two schanz screws in the psis (one in psis-r and one in psis-l). In this case, only one schanz screw was used. According to the operational workflow, first two trajectories were accurate (left side of patient), but when moving to the right-side trajectories, both l4 and l5 screws have deviated to the same direction. Additional information was provided that the surgeon executed all screws from the right side of the patient. It is worth mentioning that when observing the pre-operative CT scan used for the planning, a layer of rigid cortical bone is present in the drilling area. As drilling into the bone was difficult, it may have required to apply additional force, ultimately causing the platform to be less rigid in the process. No images of the reported deviations were provided. In the case export there are intra-operative images from the lateral view only, which is why the experienced deviations could not be confirmed. Nevertheless, it was mentioned by the representative that the dilator was moving medial on navigation and pointed that out to surgeon. It seems that navigation was pointing out that a shift between patient and sy stem occurred. Analysis concluded that given patient's size and selected platform, suspected cause was a platform / patient shift, created by insufficient platform stabilization (one schanz screw instead of two), with possibility that a waterbed effect occurred. Fact that case has ended with two deviated screws (deviated in same direction), following two accurate screws execution from contra-side, points out that a shift of platform occurred when moving from left side trajectories to right side. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which company may not have been able to fully investigate or verify prior to date report was required by FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to company as of submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that device, medtronic, or its employee caused or contributed to event described in report. In particular, this report does not constitute an admission by anyone that product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in FDA 3500a form and are fixed items for selection created by FDA to categorize type of event solely for purpose of regulatory reporting. Medtronic objects to use of these words and others like them because of lack of definition and connotations implied by these terms. This statement should be included with any information or report disclosed to public under freedom of information act. Any required fields that are unpopulated are blank because information is currently unknown or unavailable. A good faith effort will be made to obtain applicable information relevant to report. If information is provided in future, a supplemental report will be issued.